Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of a telemetry issue. It was determined during analysis that the touchscreen was out of calibration. Analysis also noted that right display hasp was broken, paper was almost put and upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had telemetry issues. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.